Manufacturer narrative:
(B)(4) failed to obtain sufficient cautery. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-02959 for the other associated device information. It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on september 30, 2015. According to the complainant, during the procedure, when halfway through the polyp the snare no longer cut and was not cauterizing. The loop wire became embedded in the polyp and they were unable to remove the device . The snare was left inside the patient and the endostat was removed from service. The procedure was not completed due to the event and the patient was transferred to another hospital to undergo surgery for removal of the polyp and snare. It was reported that the snare was removed successfully and patient went home for recovery.

Manufacturer narrative:
Investigation result: visual evaluation of the returned device found the unit to be in good condition. Functional evaluation found that all the knobs and switches appeared to function properly. An electrical test was performed and was found within all test parameters. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-02959 for the other associated device information. It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when halfway through the polyp the snare no longer cut and was not cauterizing. The loop wire became embedded in the polyp and they were unable to remove the device . The snare was left inside the patient and the endostat was removed from service. The procedure was not completed due to the event and the patient was transferred to another hospital to undergo surgery for removal of the polyp and snare. It was reported that the snare was removed successfully and patient went home for recovery.